Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was gained via the femoral artery using a 6f mp guide catheter and a pt2 guide wire. A 50% contrast ratio was used. The 10mm long, concentric target lesion was 99% restenosis of a previously placed non-bsc drug eluting stent that was reported to be fractured and totally occluded. It was located in a non-calcified and non-tortuous saphenous vein bypass graft to the right coronary artery with a reference vessel diameter of 3.5mm. A 3.0x15mm balloon was used to predilated the lesion reducing the stenosis to 10%. The 3.5x16mm promus element stent delivery system was advanced. It is reported that "excessive force" was used to try and advance the device, however it was unable to cross the proximal stent. An attempt was made to then remove the device and resistance was encountered. The device was eventually able to be removed, but it was noted that the stent had dislodged and remained at the level of the previously placed proximal stent. A snare was used to try and recover the lost stent and during maneuvers, the stent migrated into the distal aorta and could not be recovered and the procedure ended. The site reports no complications and per a 30 day check no complications are noted and the patient remains "healthy". This product is only ous approved but it is similar to an approved us device.